Event description:
A zoll patient service representative (psr) contacted zoll customer support after fitting a (B)(6) female patient to report that the patient's charger was not charging a battery pack. The patient was issued a replacement charger/ modem and a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery won't charge) has been confirmed. Upon investigation the battery was unable to recharge or power up a test monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/ modem. The cause of the inability to recognize a battery is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/ modem. The patient received a replacement charger/ modem. Device manufacture date: sn (B)(4): 03/01/2012; sn (B)(4): 05/01/2012.